Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry was difficult to establish. When the device was successfully interrogated, dashes (---) were noted for multiple parameters. Reprogramming the rate alleviated the dashes but when the programmer was rebooted to interrogate the device, the dashes were present. Microprocessor down- load was unsuccessful, so the device was replaced.